Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to resolve the issue and resumed insulin delivery. Customer blood glucose was 185mg/dl at the time of event.